Event description:
While packing the pt's wound, the cotton tip from the sterile applicator (q tip) came off the wooden stick. The cotton tip was removed from the wound intact. This was the second occurrence of this type.